Event description:
Reporter alleged discrepant patient blood glucose values of 42 mg/dl on inform system 1 compared back to back with a result of 133 mg/dl on inform system 2 when testing was performed 10 minutes apart. As a result of the comparison, it was not provided whether treatment was received or any actions taken. Quality control testing was reportedly performed and both levels were stated to have passed. The location of the alleged testing was performed at the hospital, where the patient was admitted with a diagnosis of diabetic ketoacidosis (dka). A request was made for the return of the suspect device and replacement product was sent.

Manufacturer narrative:
This medwatch report is for the suspect device used in system 1. Reference medwatch report a1 pt for the suspect device in inform system 2.